Event description:
It was reported there was a potential leak as a person with diabetes (pwd) noticed a wet spot on their shirt and they could smell insulin. They did disconnect and stated that everything was secure. The part that connects to the plastic piece for the cannula was where they think it was leaking. It was not wet around the adhesive. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.